Manufacturer narrative:
Concomitant medical products: product ID 8637-20, serial# (B)(4), implanted: (B)(6) 2013, product type: pump. (B)(4). Analysis of the catheter found a non-conformance related to user error, specified as the collet was not fully locked into place.

Event description:
The product was returned for disposal only with no complaint.